Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) failed drive manifold test and hinge on screen stuck, during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.